Event description:
Iabp suddenly alarmed "pump failure" with no obvious source. There were a few microscopic speck of blood in the tube. Iabp was clamped. Saline was injected (<10 cc) and air was injected to inflated balloon and a small leak from balloon at the tip of catheter was noted c/w balloon rupture. Second catheter balloon rupture twice on two consecutive days (same pt). Unk if there was a failure in the catheter or the pump.